Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored signal artifact monitor (sam) episodes which revealed a high out-of-range right atrial (ra) pacing impedance measurement of greater than 3,000 ohms. This resulted in the respiratory rate trend sensor being disabled. Additionally, there was an atrial intrinsic amplitude out of range and observations of non-physiologic and fine baseline noise. Technical services discussed the sam algorithm and recommended an in-clinic evaluation. At this time, the system remains in service.